Event description:
Temperature sensor that has been installed on patient (B)(6) ((B)(6)), did not perform reading.

Manufacturer narrative:
A user facility complaint was received on 11/11/2022 reporting, "temperature sensor that has been installed on patient (B)(6) ((B)(6)), did not perform reading.". The sample has been requested for return but has not been returned to deroyal for evaluation at this time. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once more.

Manufacturer narrative:
The device was not available for return to deroyal for evaluation. A device history record (DHR) and work orders involved were reviewed and it was confirmed that no issues were reported with the regular manufacturing process and all work orders were within the specifications set. The failure modes and effects analysis (fmea) and material review report (mrr) were reviewed as well and it was confirmed that both were up to date and verified. A complaint review of the past two years was conducted showing that of the 46450 units of part number 81-02s412 sold, only one complaint was received. An inventory check of the of the probes were made by deroyal, a total of 125 were inspected and no discrepancies were identified. Root cause: because the sample was unavailable for return or inspection, no issues were able to be identified from the investigation and therefore no root cause can be determined. No corrective actions will be taken at this time, but deroyal will continue to monitor for trends around this product. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.